Event description:
Customer reports that he received results of 249mg/dl, 170mg/dl, and 356mg/dl on the same device within 5 minutes. Customer indicated that, the strip may not be properly dosed at all times, but made no specific comments about dosing regarding these test results. No action was taken based on device results. No adverse event reported and no treatment received. No qc controls were used. Requested return of suspect device and replacement was sent.